Event description:
The recipient_s parents reported observing a decline in hearing performance with the device around mid (B)(6) 2025. The recipient has been re-implanted.

Manufacturer narrative:
Conclusion: according to the information received fro the field a technical implant failure seems likely. However, to determine an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet. This is a combined initial and final report.

Manufacturer narrative:
Conclusion: device investigation revealed the substrate of the device's circuitry to be broken. The investigation results appear to match the problems mentioned in the recipient report. The exact reason why the crack occurred cannot be determined, however a review of the DHR has been performed and no abnormality was revealed, thus the device was released according to specifications. Further the recipient had benefit with the device for several years. This is a final report.

Event description:
The recipient's parents reported observing a decline in hearing performance with the device around (B)(6) 2025. The recipient has been re-implanted.